Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer either resumed insulin delivery or changed the pump supplies to resolve the occlusion. Customer's blood glucose was 194-238 mg/dl.